Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose over 45 mg/dl. Customer blood glucose reading at the time of the incident was 45 mg/dl. Current blood glucose reading was 125 mg/dl. Customer also reported over- delivery issue. Insulin pump will not be returning for analysis. The customer was using auto mode feature during the serious injury.

Manufacturer narrative:
(B)(4) insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.